Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, the patient applied a new pod and administered a bolus.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted. The nailhead of the soft cannula could be observed through the viewing window of the top housing however, the full length of the soft cannula was not visible. Upon opening the device, the soft cannula was observed to be damaged; the length of the soft cannula was found to be broken off. Inspection of the soft cannula under magnification found the broken end to be frayed and blunt. The timing and cause of the damage to the soft cannula could not be determined and it could also not be determined if it contributed to the cannula inserting improperly. No abnormalities were observed with the needle mechanism that would contribute to the cannula inserting improperly.